Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient went to the hospital for rib pain and was diagnosed with pneumonia, urinary tract infection and peritonitis. A culture test was performed, which confirmed the growth of enterococcus faecalis. The patient was reportedly reusing the drain lines the same day they were diagnosed with peritonitis. The patient was treated for cough with augmentin. The patient expired the following day. Additional information was requested, however to date has not been received.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. All testing listed was performed during the production refurbishment process. An internal inspection was performed and there were no signs of fluid. The cycler underwent and passed system air leak and valve actuation tests. The load cell verification was within tolerance. A simulated treatment was performed and completed without failure. There were no fluid leaks in the test cassette during the treatment test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
Clinical review: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and liberty cycler set and the patient¿s report of cough and rib pain with hospitalization for pneumonia, urinary tract infection (uti) and/or peritonitis with subsequent death. The cause of death is unknown and it cannot be determined if it is related to the peritonitis, uti and pneumonia. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the liberty select cycler and liberty cycler set. Additionally, there is no report of a device malfunction with the liberty select cycler or a leak or defect reported for the liberty cycler set for this event. It was documented that the patient was reusing the drain lines during the pd treatment, which goes against fresenius insert label instructions for the liberty cycler set, dual patient connect. This demonstrates the lack of adherence to proper set-up of the liberty cycler set and questions the patient understanding of training received from their associated clinic. Secondly, the growth of enterococcus faecalis suggests improper hygiene and a possible breach in aseptic technique. It is known that enterococcus faecalis peritonitis probably results from touch contamination and gastrointestinal (gi) sources. The patient¿s comorbid conditions of end stage renal disease (esrd) on pd therapy, cytomegalovirus (cmv) colitis, chronic immunosuppression and diabetes mellitus are significant risk factors for a serious infection. The patient¿s concomitant diagnoses of pneumonia and uti are not typically associated with pd therapy. Furthermore, the cause of the uti could be enterococcus faecalis due to poor hygiene as it is the most common cause in uti infections. Based on the available information, there is no objective evidence that a liberty select cycler or liberty cycler set product deficiency or malfunction caused the patient¿s pneumonia, uti, peritonitis and subsequent death.